Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range pacing impedance measurement of less than 200 ohms which triggered a lead safety switch. Oversensing of noise was also observed on the rv channel. The physician suspected the rv lead might be fracture. No changes were made to the rv lead and the patient will continue to be monitored. No adverse patient effects were reported.

Event description:
Additional information provided from the field indicated surgical intervention was performed and the right ventricular (rv) lead was abandoned and replaced. No additional adverse patient effects were reported.